Manufacturer narrative:
The end user tested the unit and did not replicate the issue. There was no ge healthcare testing or repair.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws.â â. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The case was completed. There was no patient involvement.